Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 48-53 mg/dl were recorded by continuous glucose monitor (cgm) from 5:16:51 pm to 5:21:51 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 5:11:51 pm. On (B)(6) 2020, at 12:37:21 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. A cgm alert 14 (transmitter out of range) enunciated on (B)(6) 2020 at 9:52:47 pm and therefore a cgm alert 1 (cgm low alert) did not enunciate. Blood glucose (bg) values from 45-52 mg/dl were recorded by continuous glucose monitor (cgm) at 10:06:51 pm on (B)(6) 2020. The pump recorded this data when it regained connection with the transmitter (10:06:51 pm), but the data was backfilled for bg readings recorded by the transmitter at earlier times. The graph in the log review results indicates the low bg happened from approximately 9:41:51 pm to 9:51:51 pm (yellow dots). On (B)(6) 2020, at 5:44;17 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-60 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.